Event description:
It was reported that t1 and t2 deployed together. No user injury or significant delay were reported. Back up was used to complete the procedure.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. T1, t2 and suture were returned separated from the device. There was a second suture returned with no anchors attached. The depth limiter lever was returned completely disengaged from the handle. The depth limiter was returned freed from the needle. It is bent midpoint. It is quite flared and creased at the distal tip. This is a symptom of difficult locating and resistance from tissue while attempting to anchor in optimum tissue location. The needle is also bent downward and the delivery needle curve has been flattened out. The device no longer cycles or actuates due to the damage. The actuator is jammed fully forward due to the flattened needle. Functional test was impossible due to the distorted needle. No root cause related to the manufacture of the device was confirmed.